Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) (B)(4) devices were evaluated in the field. (B)(4) device investigation types have not yet been determined. Event confirmation status (B)(4) reported events were confirmed. Evaluation results (B)(4) devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 114 </noe> malfunction events in which the device had paint chips missing. (B)(4) events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 132 </noe> malfunction events in which the device had paint chips missing. 132 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 114 events were originally reported for this failure mode during the reporting quarter. - 18 events were inadvertently excluded. - 132 reported events are included in this follow-up record. Product return status 52 devices were received. 72 devices were evaluated in the field. 8 devices were not available for evaluation. Event confirmation status 124 reported events were confirmed. Evaluation results 124 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 114 events were reported for this quarter. Product return status: 100 devices were received. 2 devices were evaluated in the field. 12 device investigation types have not yet been determined. Event confirmation status: 102 reported events were confirmed. Evaluation results: 102 devices were found to be affected by chipped paint. Additional information: 114 devices were not labeled for single-use. 114 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 114 </noe> malfunction events in which the device had paint chips missing. 114 events had no patient involvement; no patient impact.